Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the patient made a perfect recovery. There were no on going issues.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been four other complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract removal with intraocular lens (iol) implant procedure in the patient's right eye, the haptic of the iol stuck to the optic and wouldn't budge. The procedure was completed by using two pairs of forceps to remove the haptic from the optic to allow implantation; this additional manipulation partly damaged the haptic. It was reported that the iol remains implanted in the patient's eye. Surgery lasted an extra 20 minutes longer than normal. The surgeon stated that corneal endothelial damage is possible but was unable to quantify it at present.